Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. Since the lot number is unknown, the device history record could not be reviewed. However, omsc has only shipped devices which passed the inspection. Based on the reported event, it is presumed that the reported complications were not due to the malfunction of the device, but occurred as a general complications of the procedure.

Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) received a literature titled ¿endoscopic submucosal excision for the treatment of gastric glomus tumors: analysis of 11 cases¿. The literature reported the result of 11 cases (the ratio of male-to-female ratio was 6:5. The mean age of the patients was 47 years.) Of the endoscopic submucosal excavation (ese) procedures using olympus single use electrosurgical knifekd-620lr from january 2011 to december 2015. In the subject cases, 1 case of perforation occurred. Based on the available information, a direct relationship between the olympus product and the observed adverse events could not be determined. This is the report regarding perforation with the subject device.